Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Per the legal manufacturer, the issue was determined to be related to device design. The power switch design has been changed and implemented since the release of the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing results found a the issue to be an older version of the main switch. The device was serviced with an upgrade to the main switch and returned to the user facility.

Event description:
The user facility reported that the power button is broken. The reporter stated when pressed and held it will turn on but once released it will shut off. The information provided by the reporter revealed this occurred during preparation for use so there was no patient involvement. No additional information was provided.